Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the lock of the clip broken after uploading it into the applier prior to the patient.

Event description:
It was reported that the doctor found the lock of the clip broken after uploading it into the applier prior to the patient.

Manufacturer narrative:
Qn#(B)(4). After an additional medical review, a determination was made that report 3003898360-2019-00579 was submitted in err. The report is retracted. Report 3003898360-2019-00579 is retracted.